Event description:
It was reported that the patient experienced hematoma and pump engorging when cylinders were squeezed with an inflatable penile prosthesis (ipp). A revision surgery was performed in which a new pump was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.